Manufacturer narrative:
The user facility was advised to purchase a portable suction device and the suction cleaning adapter. The olympus employee educated the correct cleaning process from the instructions for use. The investigation is in process. A supplemental MDR will be submitted with the device evaluation results.

Event description:
During an on-site in-service, the olympus employee was notified the staff was not performing the suction steps during manual cleaning. The event occurred (B)(6) 2021 at re-processing. No patient harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely failure to follow instructions by the user. This issue is addressed in the instructions for use (IFU): "rhino-laryngo videoscope olympus enf type vt2 chapter 7 cleaning, disinfection, and sterilization procedures suction cleaning adapter (maj-222) the suction cleaning adapter is used to aspirate reprocessing fluids from the distal end of the endoscope through the instrument and the suction channels (see figure 7.3)."